Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the final line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified therapy step. During troubleshooting, it was reported that there was a disconnection between the final line of the homechoice cassette and the supply bag that led to this alarm. The home patient (hp) stated that the bag on blue clamp line became disconnected and leaked. Renal therapy services (rts) had the hp cycled power off and on to clear the alarm. Rts advised the hp that the device detected air and had ended therapy. The hp would need to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.